Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that possible rv lead fracture was suspected. Lead remains implanted. No further information available at this time.

Manufacturer narrative:
.

Event description:
New information notes that no changes were made and the patient will continue to be monitored. The patient is stable.